Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had reached elective replacement indicator (eri) battery status while implanted. To determine if the battery depleted in a normal fashion, the laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, it was determined that this device did not meet expected longevity. The device was then subjected to a series of automated diagnostic tests that verified the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests. Despite exhaustive analysis, the root cause of the premature battery depletion was unable to be ascertained.

Event description:
Boston scientific received information that this pacemaker was explanted due to normal battery depletion. There were no field allegations related to this device while it was in service. The post market quality assurance laboratory received this device back for routine analysis, and initial investigation revealed a possible product performance issue.